Event description:
It was reported that during a normal follow-up session, oversensing and noise were noted, along with a drop in the r-wave amplitude. The vt (ventricular tachycardia) zone was programmed off, the vf (ventricular fibrillation) zone was set to above 250 bpm, and a higher nid (number of intervals to detect) was programmed. The physician was going to schedule a lead replacement procedure for the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: evaluation summary continued: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were short v-v intervals, along with undersensing and low and inconsistent r-wave sensing. The lead was abandoned in the pocket and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.